Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Patient received two leads with the same lot number. It was reported the patient's scs leads were explanted and replaced due to ineffective stimulation. It was also reported the patient's scs ipg was electively explanted and replaced with a different model. Stimulation was restored with the surgical intervention.